Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: anvil, incomplete cycle, sled movement. Additional information requested and received: what were the indications for the surgical procedure? - endoscopic resection of right upper lobe of lung. Was the lung tissue dense or calcified? -unk. What was the approximate tissue thickness? Was buttressing material used? -unk. Was there any clinical concern with the one unformed staple at the distal end of the 1st firing? - the surgeon used hand sewing to fix. Was the firing sequence completed on the 2nd firing? After 2nd firing, how was the knife returned to the home position? -no. Hand release lever was used to return the knife. Were staple lines crossed during the 2nd firing? -not reported. Were the forces to fire higher or lower than expected? - not reported. What was the reason for converting to an open procedure? - the surgeon has concerns about the safety of the products. Was the device cleaned according to the IFU prior to reloading? -yes. The analysis results found that one ec60 device was returned with the anvil bent upwards and with three ecr60d cartridge reloads present. Cartridge (b) ecr60d, l53y2v was received fully fired and in good visual conditions. Cartridge (c) ecr60d, k5dt5a was received partially fired 1/2 consistent with an incomplete or interrupted cycle. Cartridge (d) k5ck69 was received partially fired 1/16. It is possible that while loading the reload (d) the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. No further functional testing could be performed due to the condition of the anvil. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during an endoscopic resection of the right upper lobe of the lung procedure, disease diagnosis: right upper lobe of lung space occupying, small cell lung cancer. The cut line and staple line were deployed after the first firing with gold reload. One staple was unformed at the distal end of the line. The device could not fire completely at the second firing with the gold reload. About 1/2 cut line and staple line were deployed. The device could not fire at the first stroke of the third firing with gold reload. The operation was converted to open. The surgeon used hand cut and sewing to complete the procedure.